Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and the displacement test; however, the compromised force sensor system error alarm occurred during the basic occlusion test due to a loose or protruded drive support disk. The occlusion, prime, compromised force sensor system error, and excessive no delivery test were unable to be performed due to the compromised force sensor system error alarm. The unit was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked case reservoir tube window corner, a cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer called to report that the battery tube was cracked and chipped. Customer stated that they received the safety recall notice for the drive support cap but there drive support cap looked normal. The customer's blood glucose levels varied between 59 and 345 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.